Event description:
When x-ray was taken for a non-union of the right distal tibia 1.5 to 2 months before surgery of 11-20-96, the plate appeared to be intact, when pt. Was x-rayed in the or with the image intensifier, the plate was discovered to be broken at the fracture of the fibula.